Event description:
The pt was revised because of pain, wear and loosening.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device history record did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear and device loosening. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated.